Event description:
The customer called and reported the insulin pump alarmed with failed battery test, following a battery change. Customer's blood glucose was 89 mg/dl. The battery cap contacts were not missing or damaged. The customer did not have anymore batteries and was advised to obtain more batteries.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.